Event description:
Report received of a tubing separation. It was reported that a homecare pt receiving tpn therapy experienced 3 incidents of tubing leaks in the area where the tubing enters the filter. Reportedly, after the sets were in use for approximately 1-2 hours, the sets started to leak. The pt's caretaker changed the tubing set and resumed the infusion. There was no reported delay in therapy or problems with the pt's blood sugar. The caretaker reported the incidents to the facility at an unspecified time. The reporter, while examining one of the leaking sets, tugged on the tubing in the area where the leak occurred and the tubing "detached" at the filter.